Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, once daily, intraperitoneal, discontinued), amikacin injection (100mg, once daily, discontinued the same day), and vancomycin injection (500mg, one bag per day, ongoing) for peritonitis. One day after being admitted, the patient was discharged from the hospital. On an unspecified date, the patient recovered from peritonitis and pd therapy was discontinued. No additional information is available.